Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ampere¿ rf ablation generator was received for evaluation. The product functioned as anticipated during testing with no abnormalities identified that would result in the reported complaint. Based on the information provided to abbott and the investigation performed, root cause of the field reported event could not be conclusively determined as the returned ampere generator functioned as anticipated, with no anomalies identified that would result in the reported complaint. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the supraventricular tachycardia and typical atrioventricular nodal reentrant tachycardia procedure, the tachycardia was abandoned due to a recognition issue. The ampere would not connect to the cool point pump. The ampere was power cycled and the cable was replaced with no resolution. The ampere would also no recognize the catheters. The issue could not be resolved and the procedure not completed. There were no adverse patient consequences.